Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the wire on the pk dissecting forceps instrument broke, not allowing tip to move back and forth. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported was the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.